Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was receiving morphine [5mg/ml] at a rate of 1.6mg/day via intrathecal drug delivery pump. The indication for use of the pump was non-malignant pain. It was reported that the patient felt the pump flip. The flipped pump was confirmed via lateral x-ray; the patient's sutures had broken. Two days later, the patient was taken to surgery, and the pump was flipped to the correct side and sutured down. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.